Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited a high out of range pacing lead impedance measurement. Additional information was received that the system continued to exhibited a high out of range pacing lead impedance measurement. Due to patient condition the patient was on do not resuscitate status. The system was turned off per family and physician's request. The system is still implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.